Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller and two (2) batteries with unknown serial numbers were not returned for evaluation. Log file analysis was not performed since log files were not available for analysis. Additionally, there is insufficient information regarding the reported "low priority alarm" event. As a result, the reported events could not be confirmed. Based on the historical review of similar events, events involving loss of power may be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Based on risk documentation, a possible root cause of the electrical faults can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Additional products: brand name: heartware ventricular assist system - battery, model #: unk-battery / catalog #: unk-battery / expiration date: unk/ serial or lot#: unknown UDI #: asku, device available for evaluation: no, device mfg date: unk, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system - battery, model #: unk-battery / catalog #: unk-battery / expiration date: unk/ serial or lot#: unknown, UDI #: asku, device available for evaluation: no, device mfg date: unk, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s controller turned off unexpectedly. The patient disconnected and reconnected their batteries and the controller turned back on. The patient reports being connected to two full batteries when this occurred. It was also reported that the controller had been alarming with a yellow light that would resolve spontaneously. The patient reported that this would happen several times. The patient disconnected and reconnected the batteries to resolve the issue. The patient also reported having low priority alarms with their batteries. The primary battery had (75%) seventy-five percent capacity when this happened. It was also noticed that the patient had several electrical fault alarms on their controller. The patient¿s controller and batteries were exchanged. No patient complications have been reported as a result of this event. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.